Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. The surgeon used a sureform stapler 60 instrument (part # 480460-06; serial # (B)(4)) and successfully fired five sureform stapler 60 reloads (2 black and 3 green). This complaint is being reported due to the following conclusion: after undergoing an uneventful da vinci-assisted sleeve gastrectomy procedure, a post-operative leak was identified at the ge junction. As a result, the patient underwent a subsequent medical procedure and had a "gastric stent" placed down the patient's esophagus and into the stomach. However, the root cause of the patient¿s post-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was initially reported that after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient was readmitted due to leak. According to the initial reporter, the patient was stable but still in the hospital. On 07/26/2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the surgical procedure which was not recorded on video. The surgeon informed him of the post-operative complication. During the da vinci-assisted surgical procedure, there were no intra-operative complications or reports of any malfunctions of a da vinci system, instrument, or accessory. There were no reported issues with the sureform stapler 60 instrument or reloads. A leak test was performed during the procedure and no leaks were found. According to the csr, the surgeon inspected the staple line and nothing appeared abnormal. The surgical procedure was completed robotically. The csr indicated that the surgeon's da vinci sleeve gastrectomy patients are typically discharged on post-operative day #1. However, in this case, the patient was kept for a few extra days due to post-operative bleeding which reportedly resolved on its own. The patient was discharged on an unspecified date. On (B)(6) 2019 or (B)(6) 2019, the patient was admitted by a fellow. Based on a CT-scan, a leak was identified close to the "ge junction" (gastroesophageal junction). According to the csr, the site placed a "gastric stent" down the patient's esophagus and into the stomach. Currently, the patient is stable but still in the hospital.